Manufacturer narrative:
A lot history review indicated no unresolved manufacturing issues and no product complaints of similar nature. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
The PICC broke at the bifurcation. No embolism occurred. It was removed & replaced.